Event description:
It was reported by the clinic that the analyzer was "broken." Follow-up with the company clinical specialist determined that there is no more information available than that. The analyzer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported by the clinic that the analyzer was "broken." Follow-up with the company clinical specialist determined that there is no more information available than that. The analyzer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the analyzer was broken, the upper left slot of the patient input connector was found to have a broken wire, and that other slots also had some damage. The analyzer is being sent on for repair. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.